Event description:
Black debris was observed in bottom of the specimen container cup when sterile water was poured. This was noticed during a case set up. There was no patient impact.==== reporter's responses ======reporter indicated they did not have similar problems before. The procedure was completed using a new product. Lot number was unknown.